Manufacturer narrative:
H10 device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 20.0 mmol/l and 1.1 mmol/l. In a few minutes the patient received a normal reading of 5.0-6.0 mmol/l.